Event description:
A flo-gard 6301 experienced free flow during patient infusion with no patient injury or intervention reported. Although baxter attempted to obtain information regarding patient demographics, and rates in which the paump was set, no additional information was available.